Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. The batch record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The customer reported that a 3.2mm drill bit broke inside a patient recently when doing a dhs. The surgeon did not see this during the operation but then spotted the drill bit when reviewing x-rays in clinic. Unintended metal is in the patient.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device is not available for return, device is still implanted.

Event description:
The customer reported that a 3.2mm drill bit broke inside a patient recently when doing a dhs. The surgeon did not see this during the operation but then spotted the drill bit when reviewing x-rays in clinic. Unintended metal is in the patient.